Event description:
It was reported that the r waves dropped very low during attempted implant. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.